Event description:
We were placing a PICC (peripherally inserted central catheter) line in cticu (cardiothoracic intensive care unit). The patient was prepped and draped. During inspecting the equipment there was a hard, red, crusty residue noted to the white lumen of the tl PICC. The tray was handed over to person setting up and a new sterile tl PICC was placed on sterile field. PICC was labeled with lot number and delivered to manager.